Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead was placed, and the helix easily extended, but lead impedances were out of range (greater than 2000 ohms). The physician decided to change the position of the lead, and the helix was easily retracted. When an attempt was made to re-extend the helix, it became stuck and would not extend. The lead was exchanged for a passive fixation lead to complete the procedure. No adverse patient effects were reported. This lead was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted dried blood/body fluid in the helix housing which prevented direct testing of the helix mechanism. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the procedure, this right ventricular (rv) lead was placed, and the helix easily extended, but lead impedances were out of range (no value provided). The physician decided to change the position of the lead, and the helix was easily retracted. When an attempt was made to re-extend the helix, it became stuck and would not extend. The lead was exchanged for a passive fixation lead to complete the procedure. No adverse patient effects were reported. This lead is expected for return.